Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an unrelated procedure and has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was attempted by the company representatives to no avail.

Event description:
Additional information received indicates the ipg was explanted and replaced. Effective stimulation was restored.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the patient stated that they had surgery for breast cancer in the (B)(6) 2022. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.